Event description:
It was reported the pt was feeling pain at the ipg pocket. In addition, the pt reported soreness and a shocking sensation if the pocket site had any pressure placed upon it. The pt was receiving effective stimulation after reprogramming, and was scheduled for a f/u appointment with her physician regarding the issue. It was reported x-rays were to be taken.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.